Event description:
It was reported that the rv lead impedance shows a gradual rising trend but sic remains at 0. The patient alert tone was activated for lead impedance of 1536 ohms. Since sic was 0 and pacing threshold is "ok", the alert threshold was increased to 2,000ohms. No patient complications were reported as a result of this event. (B)(6) 2011: it was further reported that the lead impedance continues to gradually increase to high levels. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).